Event description:
It was reported that since (B)(6) 2010, the pt was suddenly no longer able to hear with his device. Exchanging the external parts did not improve. Testing shows that the device has malfunctioned. There is no fall or impact to the implant known.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for eval. When available, a device failure analysis will be submitted as a follow up report.